Event description:
During use of a 10f brite tip guiding catheter, it was reported that the distal brite tip of the guiding catheter separated as the physician pushed out an unknown optease filter. The event occured outside of the patient after the procedure. There was no reported patient injury. The intended procedure was to remove an implanted optease filter from the patient. A 10f brite tip guiding catheter was opened for the procedure. There were no anomalies noted on the device after removal from the package or during prep. The device was not inserted into a stopcock nor was it resterilized. No resistance/friction was met while advancing the device and no excessive torquing was required. Then the 10f brite tip guiding catheter was used to remove the optease from the patient. There was no resistance while removing the device. With the guiding catheter outside of the patient, the physician attempted to push out the filter from the guiding catheter with an obturator in order to examine thrombus captured in the filter. During this attempt, the distal brite tip of the guiding catheter separated just at the connection to the catheter shaft. The device had not kinked at the area of separation. No action was required as the separation occurred outside of the body and the procedure was complete. No anomalies were noted on the optease. There was no reported patient injury and the patient is currently fine. The product will be returned for analysis. There are no procedural films available for review.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during use of a 10f brite tip guiding catheter, it was reported that the distal brite tip of the guiding catheter separated as the physician pushed out an unknown optease filter. The event occured outside of the patient after the procedure. There was no reported patient injury. The intended procedure was to remove an implanted optease filter from the patient. A 10f brite tip guiding catheter was opened for the procedure. There were no anomalies noted on the device after removal from the package or during prep. The device was not inserted into a stopcock nor was it resterilized. No resistance/friction was met while advancing the device and no excessive torquing was required. Then the 10f brite tip guiding catheter was used to remove the optease from the patient. There was no resistance while removing the device. With the guiding catheter outside of the patient, the physician attempted to push out the filter from the guiding catheter with an obturator in order to examine thrombus captured in the filter. During this attempt, the distal brite tip of the guiding catheter separated just at the connection to the catheter shaft. The device had not kinked at the area of separation. No action was required as the separation occurred outside of the body and the procedure was complete. No anomalies were noted on the optease. There was no reported patient injury and the patient is currently fine. The product will be returned for analysis. There are no procedural films available for review. One non sterile unit vista brite tip 10f was received coiled in a plastic bag along with an ivc filter and the brite tip of the catheter that was received separated. Kink bent conditions were found at 13.8cm, at 23.8cm, at 34.8cm and at 45.8cm from ID band distal end. Blood residues were found on the catheter body, no other issues were found. The filter was inspected under microscope and no damages or anomalies were found. The received brite tip was inspected under microscope and also a sample brite tip was taken from production lines (same catalog and part number of complaint unit) for comparison purposes. The complaint brite tip sample and the sample taken from the production line were turned inside out to inspect the condition of the inner wall. Difference noted was that marks of the internal ptfe were found on the complaint unit brite tip that suggest a proper fusion between the internal ptfe and the brite tip, also scanning electron microscope (sem) analysis was performed to the catheter in order to identify the source of the brite tip separated condition; the results are the following: ¿sem results showed evidence of brite tip remains on catheter tip and ptfe surfaces, elongation can be observed at the surroundings areas of the separation on the body tip; it is very likely that the fused matter parts get dislodged owing to the stretching event. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics; however this could not be conclusively determined.¿ no sterile units were received for this complaint; therefore brite tip pull test was not performed. The catheter od was measured at different locations and the od/ID were measured near to separated area, and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Also the pull test results were reviewed and they were found within specifications. The complaint reported by the customer ¿brite tip/distal tip ¿ separated¿ was confirmed through analysis of the returned device; however the exact cause could not be conclusively determined. Based on the information available for review, handling/procedural factors (attempt to push out the filter from the guiding catheter with an obturator) may have contributed to the separation of the device as evidenced by elongations near the point of separation. Neither the product analysis nor DHR suggests that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.